Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) defibrillation lead delivered an inappropriate shock and inappropriate anti-tachycardia pacing (atp) due to intermittent crosstalk oversensing of right atrial (ra) signals on the right ventricular (rv) channel. Review of stored atrial tachy response (atr) episodes also revealed farfield signal oversensing of rv signals on the ra channel. It was noted that the patient had been outside raking at the time of the inappropriate shock. Technical services (ts) discussed troubleshooting options, programming considerations, and possible causes. Chest x-rays were recommended to confirm rv lead location, as it was likely close to the valve/ra. Subsequent adjustments to rv sensitivity did not resolve crosstalk oversensing, which further supported that the rv lead may have been close to the valve/ra. Additional information received approximately 3.5 years later reported that there was inappropriate ventricular fibrillation (vf) detection due to continued crosstalk oversensing. It was noted that the cardiac resynchronization therapy defibrillator (crt-d) was due for replacement upon reaching battery cell depletion related to extended charge times (cts) greater than 15 seconds. Technical services (ts) discussed considering lead revision during the anticipated battery replacement procedure. This rv lead remains in service at this time. No additional adverse patient effects were reported.